Event description:
Pt in the infusion center to receive IV antibiotics on (B)(6) 2010. Vancomycin administered via hospira pump that was programmed for 265cc. Pump started to alarm, infusion was complete, but there was still some fluid in the vancomycin bag. An add'l 30cc was programmed in the pump. When going back to check on the infusion, the tubing was noted to have air in it at a good distance from the air sensor. This had not reached the pt. The infusion was stopped and line flushed. The air sensor did not work. No harm came to the pt.